Manufacturer narrative:
E1: phone extension (B)(6). Initial reporter zip code is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'double beep - no cassette attached (dbnc)' issue. There was unknown patient involvement.

Manufacturer narrative:
Section a, b6, b7, d3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The cause is the worn downstream occlusion (dso) nub. The dso nub was replaced to correct the issue.